Event description:
Report received from an abbott international affiliate which states, "set was primed without incident and as soon as it was connected to the patient the pump started to alarm. A nitroglycerin infusion was being administered in each case (3 incidents in one week). Set was discarded and a new set was used without any untoward effects to the patient." Further information received states that there were no untoward effects to the patient. Nitroglycerin would be given in the case of a heart attack. The specific patient involved was unknown. Althought requested, no additional information has become available.